Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the surgeon was implanting the cage and the cage broke near the area just past where the inserter fits into the cage. No patient complications were reported

Manufacturer narrative:
(B)(6). (B)(4). The device was returned to the manufacturer for evaluation. Macroscopic examination confirms the implants are fractured into multiple pieces and broken. Damage identified at the inserter interface. Microscopic examination of the fracture surfaces reveals a brittle fracture with fracture rays at the base of the inserter interface feature. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.